Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during perineal laceration, the suture broke off. It was stated that after strictly sterilizing and enlarging the wound under the x-ray line, doctor took out the broken needle and gave wound a timely suture. In order to prevent infection, the doctor prescribed prophylactic medicine.